Event description:
The customer reported that the device did not work properly and no seal was achieved. Another device was used to complete the procedure without incident. There was no pt injury. No further info was made available by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.